Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that the patient could not get anything from the device battery, and it did not seem to be ok anymore. No patient symptoms were reported. No further complications were reported/anticipated.